Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at unknown. The customer was advised to test reservoir prior to filing with insulin by pulling and pushing plunger back on the device. The customer was advised to manually prime to test connection. The customer's issue was resolved. The customer did not return the product back for analysis.